Event description:
According to the reporter: staples did not form properly. Additional manual suturing was performed. Surgery time extension was reported as more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).